Manufacturer narrative:
Analysis of the receiver (serial # (B)(4)) found that the extension conductor on the stimulation receiver was broken. Both conductors of the extension were broken at the edge of the crimp sleeve connected to the setscrew connectors of the receiver. The receiver portion had good output but there was dc leakage. (B)(4).

Event description:
It was reported that there was a patient death but the date and cause of death were unknown. The name of the patient was also unknown.